Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00279. It was reported the recharging time for the patient's ipg has increased from one hour to four hours. In addition, the patient reported experiencing uncomfortable warmth at the ipg pocket when recharging. To minimize the discomfort, the patient reportedly recharges in increments. A low-energy charging system has been shipped to the patient.

Manufacturer narrative:
This device model is associated with a field correction. Corrective and preventive action (CAPA) investigations were performed. Evaluation results: pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.